Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer loaded a new cartridge and received a cartridge changed error. Customer's blood glucose level was 74 mg/dl. During troubleshooting for the cartridge change error, a new cartridge was loaded and received a minimum fill notification with 200 units of insulin. Reportedly, the customer had manual injections as alternate insulin therapy.